Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case - USA. Patient ID: (B)(6). Related case: (B)(4). This patient is verified bilateral knees on primary left knee (B)(6) 2011 and right knee (B)(6) 2013 both at hospital of (B)(6). She had left knee revision (B)(6) 2023 with dr. (B)(6) (already approved). She had right knee revision (B)(6) 2024 with dr (B)(6). Please review the attached revision op report and confirm this is within the scope of the recall. Previously verified on hss master list. Claim is now accepted as compensable. Patient name: (B)(6). Surgery 2: (B)(6), right knee primary, serial #: (B)(6). No device return anticipated due to this being a legal case. Unable to locate ebi initial surgery. Historical record & smartsolve searched for sn/patient name with no results. No further information. (B)(6) 02-012-35-3009 logic tibia ps mod insrt sz 3 9mm. ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. UDI: (B)(4). 510k: k033883.

Manufacturer narrative:
D. Corrected suspected medical device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1, g3, h4, h6. The following sections were corrected: d4, h6 / expiration date and manufactured date are unknown. MDR section codes updated/corrected: b, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and suspected loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected: d4 unknown.

Event description:
It was reported that approximately 128 months after a right total replacement procedure, the patient underwent a revision surgery to address prosthesis wear, periprosthetic osteolysis and loosening. A revision operative report was provided. Intraoperatively, the surgeon observed notable reactive synovitis and joint effusion. It was noted there was no evidence of infection. The femoral component was noted to be well fixed on inspection but was easily removed and debonded with osteolytic defects involving the medial and lateral femoral condyles. The patellar button was noted to have significant wear no further issues or complications were reported. No additional information is available.